Manufacturer narrative:
This product was not received for evaluation, therefore the problem could not be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor was flickering and then shut off. A delay in the procedure of less than a minute occurred as a back up avl 2.0 monitor was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The unit was powered on with a test blade with no failure; the image on the monitor was always good. The monitor auto shutoff approximately every 12 to 15 minutes. The auto shutoff was changed to 30 minutes. The device was returned to the customer.